Event description:
User experiencing sporadic discrepant results for free t3 and psa tests. The following examples: (B)(6) 2007, initial psa result 1.12 ng/ml, repeated twice and gave results of 17.03 ng/ml and 1.1 ng/ml. A different patient from the same day also gave sporadic results as follows: initial result 0.132 ng/ml, repeated and gave result of <0.003 ng/ml. On (B)(4) 2007, they received a discrepant ft3 result. Initial result was 4.57 pg/ml, same sample repeated multiple times gave results of 4.09, 3.61, 3.60, 3.39, 3.64, and 3.73 pg/ml. If additional information is received, appropriate notification will be provided.